Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy procedure, the device able to fire, but it did lock on tissue and was removed using excessive force. Another stapler was used to complete the case. There was no patient injury.